Event description:
It was reported that loss of capture was noted on the right ventricular (rv) channel of this pacemaker. The patient was reportedly syncopal and fell as a result. It was also noted that they were experiencing hallucinations. Rv impedance was noted to be high and out of range. A lead fracture was suspected.